Manufacturer narrative:
This supplemental report is being submitted to inform that this report MFR 3003790304 - 2020 - 00007 is a duplicate of MFR 2951238-2020-00420.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported intermittent issue was not duplicated and the error log review found no errors recorded. The device however, during testing ID and thermistor check, failed due to faulty aux board. Burn in test was performed and the device passed the testing with no generator error codes observed. Multiple scratches were found on the housing. The identified faulty board was replaced and software version was upgraded. Once completed, the device was tested and passed all testing specifications including the electrical safety checks and issues or abnormalities were observed. As stated on the IFU and as a preventive measure, the user manual states : non-function of the generator may cause interruption of surgery. Ensure that all installation procedures are followed and that all connectors are correctly inserted before use. A backup generator/method should be available for use.

Event description:
It was reported that during a robotic hysterectomy procedure, the device 777000 generator bipolar cut was working intermittently. The user reported that the intended procedure was completed using the same device and there was no delay in treatment. There was no patient harm or injury reported due to the event.